Event description:
It was reported the pump is alarming a blank screen with black line at top. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: per the investigation it was found that on the main board fluid ingression was found. We replaced the main board, performed power up process, preventative maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.